Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device was no longer alarming for high blood glucose alerts. The customer reported having to change their infusion set 16 times due to the high levels. Their blood glucose level during the incident was unknown and the customer's blood glucose was 230 mg/dl at the time of the call. The customer reported the following symptoms related to their high blood glucose levels: nausea, ketones, and feeling sick. The customer was wearing the pump within 48 hours of their high blood glucose event and treated their high with the insulin pump. The auto mode feature was not active at the time of the event. The device alarmed a hardware low level failure during self-test. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on keypad assembly.